Event description:
On (B)(6) 2008, the patient had a left cemented total knee arthroplasty to address osteoarthritis, end-stage. Depuy components, including depuy patella were used during this procedure. There were no complications noted. On (B)(6) 2010, the patient had a revision, irrigation and debridement left proximal tibial abscess due to proximal tibial soft tissue abscess and probable chronic infection left total knee arthroplasty. The indications for surgery noted that the patient had pain, increased swelling, and stiffness. The surgeon reported finding inflammation. No components were revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address infection; patient has rheumatoid arthritis. Date of implantation: (B)(6) 2008, date of revision: (B)(6) 2010, (left knee). Treatment: surgical I&d with complete synovectomy, revision of tibial insert; IV treatment through central line.